Event description:
It was reported that the asymptomatic patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker exhibited loss of left ventricular capture and far r-wave oversensing, which resulted in episodes of inappropriate mode switch. No intervention was performed. There were no patient consequences reported.

Event description:
New information noted that no intervention was performed, and the patient would be monitored.

Manufacturer narrative:
Correction: the correct event date and therapy date should have been (B)(6) 2023, rather than (B)(6) 2023.